Event description:
It was reported that the pt is unable to charge her ipg with her charger. A replacement charger was unable to resolve the issue. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.